Event description:
It was reported that the implant at tooth site #25 was removed due to membrane rupture. Simultaneous sinus lift. Membrane ruptured and couldn't be repaired, so procedure was aborted, and he implant already placed was removed.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h6: health effect - clinical code h6: device code(s) h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the product was returned, the reported event was non-verifiable with the information provided. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.